Manufacturer narrative:
Investigation findings: finished good 25-3001 is supplied to deroyal by teleflex. Due to the complaint, (B)(4) has been issued to the vendor. The vendor responded to the scar on (B)(6)2015. This was prior to the notification to the vendor that the sample has been received. Notification has been performed and add'l info has been requested for the sample return. Correction: scar: no corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Deroyal: replacements have been provided on order# (B)(4). Root cause analysis: scar: at this time due to the lack of defective product, it is not possible to determine the source of the defect reported. Deroyal: potential root causes for the reported issue have been identified but are not limited to the following: end user error or mechanical failure of the skin stapler. Corrective action: scar: no corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Preventive action: scar: a preventive action has not been taken. No further info has been received from the supplier at this time. If further info becomes available, this report will be updated.

Event description:
Stapler (part# 25-3001) fired with a drape on but then wouldn't fire after at all. Customer also had two prior staplers (part# 25-3001) to not work at all or fire once and quit working, but the customer trashed them. Add'l info was requested: the stapler would work halfway through the surgery but then would not fire anymore.